Manufacturer narrative:
Additional information was provided: there was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no damages or kinks noted to the device prior to insertion. The device was prepped normally with no anomalies noted. The contrast media was unknown, however, the contrast-to-saline ratio was 50:50. A ps25 indeflator was used and it was successfully used with other products. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction experienced as the saber device was inserted into the patient. There was no difficulty noted as the device was delivered to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon inflated normally before rupture. The balloon catheter was easily removed from the patient and it was intact. The current status of the patient is unknown. The balloon catheter used to complete the procedure is unknown. Initial reporter's name is (B)(6). The facility is (B)(6) hospital. Method - visual inspection. Complaint conclusion: the saber balloon catheter (bc) ruptured at nominal pressure during initial dilation. It was removed and another balloon was used instead. There was no reported patient injury. The patient was a male but his age was unknown. The intended procedure was a percutaneous transluminal angioplasty (pta) of a target lesion located in the right external iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. An approach was made from the brachial artery. After the lesion was crossed with a non-cordis guidewire, a saber pta bc was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore, it was removed from the patient, and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no damages or kinks noted to the device prior to insertion. The device was prepped normally with no anomalies noted. The contrast media was unknown, however the contrast-to-saline ratio was 50:50. A ps25 indeflator was used and it was successfully used with other products. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction experienced as the saber device was inserted into the patient. There was no difficulty noted as the device was delivered to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon inflated normally before rupture. The balloon catheter was easily removed from the patient and it was intact. The current status of the patient is unknown. The balloon catheter used to complete the procedure is unknown. The product was returned for analysis. One non-sterile unit of saber 5mm x 4cm 150cm bc was returned. Per visual analysis, the balloon was previously inflated and deflated. A kinked condition was found on the saber body at 57.5cm from the distal end. Also blood residues were found inside of the balloon and inflation lumen. No other issues were found. A leak test was performed, the balloon was inflated and deflated, and a leakage was noted approximately at 2.1cm from the distal end. Per microscopic analysis, a pin hole condition was found on the balloon. Sem analysis showed scratch marks on the external surface that could be related to the pin hole. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found. A device history record (DHR) review of lot 17023284 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: chevalier floppy guidewire 300cm, fmd. (B)(6).

Event description:
As reported, the saber balloon ruptured at nominal pressure during initial dilation. It was removed and another balloon was used instead. There was no reported patient injury. The patient was a male but his age was unknown. The intended procedure was a pta of a target lesion located in the right external iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. An approach was made from the brachial. After the lesion was crossed with a non-cordis guidewire, a saber pta was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore it was removed from the patient, and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis